Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0vhad, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient did not return for their post-implant follow-up appointment. About 6 weeks later the patient came to their hcp's office complaining that their incision site was tender. The hcp gave the patient antibiotics and a follow-up appointment. Upon follow-up the hcp suspected infection and scheduled explant that occurred on (B)(6) 2015. The culture was sent and returned as positive for mrsa by the hospital. The issue was resolved and the patient was alive with no injury. The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.